Event description:
The manufacturer received information alleging a "service required" message. During the evaluation of the device at the manufacturer's service center, it was concluded that the obm pca requires replacement.